Manufacturer narrative:
Sections with additional information as of 14-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the customers initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for hi, high and low blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 407, 254 and 55mg/dl. The customers expected am fasting blood glucose test result range is 100-200 mg/dl and expected pm non-fasting blood glucose test result range is 150-250mg/dl. The customer feels well and did not report any symptoms. Mother stated due to the hi blood glucose test result she had taken customer to the hospital on (B)(6) 2021. Customer's blood glucose test result when at the hospital was 180 mg/dl fasting. Customer was released within one hour of being admitted and no medical treatment had been provided. During the call, a blood test was performed by the customer non-fasting and produced e-5 error using true metrix meter. Mother stated that she carries the test strips with her in her bag; mother stated the test strips are not exposed to any extreme temperatures. The test strip lot manufacturers expiration date is 09/26/2021 and open vial date is two months prior to call. The meter memory was reviewed for previous test result history: (B)(6).